Event description:
It was reported that bd intima-ii¿ closed IV catheter system needle fell off during use. The following information was provided by the initial reporter: after the venipuncture of the patient, the puncture site was swollen, and the indwelling needle was found to have fallen off. The indwelling needle was immediately removed and replaced. The patient did not complain any special uncomfortable feeling.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8017154. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system needle fell off during use. The following information was provided by the initial reporter: after the venipuncture of the patient, the puncture site was swollen, and the indwelling needle was found to have fallen off. The indwelling needle was immediately removed and replaced. The patient did not complain any special uncomfortable feeling.